Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and checked with another main board than found vacuum was not being generated. The fse determined that main board and compressor are needed for further investigation. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not getting on. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp) was not getting on. There was no patient involvement.

Manufacturer narrative:
Additional information:e1(event site state-delhi, event site postal code- (B)(6)). It was reported that the cs100 intra-aortic balloon pump (iabp) with power up failure equipment is not getting on. A getinge field service engineer (fse) replaced the power supply assembly (014-00-0033-05), keypad controller(d670-00-1145), main board(d670-00-0788), compressor and display pcb (670-00-0640). Then check the machine, machine is working properly all functional tests are passed. There was no patient involvement.

Event description:
N/a.